Manufacturer narrative:
Additional information: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. (B)(4).

Event description:
Medtronic received information that 2 days post implant of this bioprosthetic valve, the patient had a pacemaker implanted. The patient called in to inquire if their pacemaker would be affected by their upcoming hand surgery. The valve remains implanted and no adverse pateint effects have been reported.

Manufacturer narrative:
Product analysis: device remains implanted and active in the patient. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Conclusion: the device history review is in progress. Once the review is complete a supplemental report will be submitted. (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.